Event description:
At 12:30pm, all acute dialysis staff and pts noted a strong, foul, burning electrical smell coming from the acudose machine. Several employees witnessed smoke coming from inside the machine.